Event description:
It was reported that the patient had a revision surgery on the right knee by dr (B)(6) on (B)(6) 2008 for unknown reason. Patient was revised again on (B)(6) 2013 due to pain and it was noted that the tibial stem had migrated laterally.

Manufacturer narrative:
Currently, the product has not been returned by the account. Internal investigation in progress. If any additional information is received it will be reported on a supplemental report.